Event description:
On july 7, 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings compared to her expected values. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained the blood glucose readings of 233 mg/dl, 247 mg/dl, 288 mg/dl and 388 mg/dl on the reported meter, which were inaccurately high compared to her expected values. Two weeks afterwards, the patient experienced the symptoms of hunger, sweating and fatigue. The patient consumed more food and/or drink; she did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated meter readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown error message. The reporter was unable to recall the specific error message displayed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
A report was received from an eye care practitioner that a patient experienced superficial punctate keratitis (spk) associated with use of lens care solution. No medication was required. At follow-up visit, the event was noted as worsening with reduced acuity and spk noted "limbus to limbus." Applied unspecified ointment and prescribed unspecified drops. Follow-up information received from ecp on (B)(6) 2010 indicated that at day 5 office visit improvement noted with bandage lens, less pain and best corrected acuity of 20/25. Initial severe punctate staining, now more central. Vigamox tapered to 1xday and continue lubricating drops. Next follow-up visit noted patient still complaining of "scratchiness and central clouding." No visual acuity information was provided. Request has been made for additional information, however, no further details have been provided.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.